Manufacturer narrative:
The insulin pump was received with cracked case at display window corner and minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
The customer reported via phone call of scratches on their insulin pumps display screen. The customer states there are scratches impeding them from reading the screen. The customer's blood glucose was unknown. The customer was advised that the device would have to be returned and replaced. The device is being returned for analysis and replaced.